Event description:
Event description guidant received information that this implantable transvenous lead exhibited noise, which resulted in oversensing, pacing inhibition, and several non-sustained episodes. The noise was reproducible with deep breathing and valsalva.